Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hemopro2 extension cable did not work. No energy was delivered. They opened up another vh-4030 to complete the case. No patient harm was reported.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise#:(B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device not returned

Event description:
N/a.